Event description:
It was reported that an implant was placed with a sinus lift and concurrent augmentation with algipore bone grafting material. There is no indication that there were any issues during the healing period. Approx 6-7 months following implant placement, a prosthetic restoration was placed using a fixed partial denture. The implant was removed the following month due to a vestibular bone fracture and contemporaneous infection.

Manufacturer narrative:
Though it appears that the implant involved did not malfunction, multiple serious injuries occurred. Therefore, this event meets the criteria for reportability per (B) (4). Investigation of the implant showed that it was in spec and that the surface of the implant contained adhering bone material. The implant loss appears to have been caused by prosthetic overload and/or the sinus lift not being fully recovered.